Event description:
It was reported by spouse that patient was hospitalized for 2 days due to hypoglycemia. Caller was not willing to provide further details regarding this medical event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.